Event description:
It was reported that the device frequently rejected infusion sets and wasted expensive insulin, along with other persistent errors. There was no adverse impact to the customer¿s blood glucose level mentioned in the report. Efforts were made to contact the customer for additional information, but he did not respond to follow-up attempts, and the case was closed without further resolution.